Event description:
Event description guidant received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) the patient experienced inhibition of pacing. It occurred when the shocking lead was touched to the device can.